Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm light outside the patient room did not light. The ventilator was in use on a patient and there was no patient harm reported. The manufacturer's service technician confirmed the customer reported problem. The remote alarm was tested and did not pass. The service technician reported upon evaluation of the ventilator that the remote alarm connector was loose. The service technician replaced the main board to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications. The service technician reported the customer is not using the manufacturers remote alarm cable.